Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 180 ml of solution in the bladder. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor device did not flow during filling. . No force priming attempted. The device was filled with 5-fu and saline. There was no patient involvement and no patient injury and medical intervention. No additional information.